Event description:
Customer initially called to report a broken belt clip. Customer also advised that the was previously in the hospital with high blood glucose of 1181 mg/dl. Customer was treated with insulin drip and IV fluids. Customer wore the insulin pump while in the hospital which allowed the blood glucose to lower. Customer was given information regarding new pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.